Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has experienced reservoir leaks while removing her reservoir. Troubleshooting did not occur for the leaks. The reservoir was not returned for analysis.